Event description:
It was reported that a spectrum pump alarmed close door during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a 'close door' alarm occurred. A review of the event history log revealed close door messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper hook being broken. The hooks require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.